Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 9. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump, and the caller successfully reset it without recurrence of the malfunction. The customer was advised that they could continue using the pump and agreed to call back if the malfunction recurred. Additionally, the customer expressed interest in the renewal process, and steps were taken to assist with this.